Manufacturer narrative:
Correction: section d4 - the previously reported serial number: (B)(6) was incorrect; the correct serial number is (B)(6). B5: related manufacturer reference number: 2938836-2020-06938 is not associated with this event or patient, it was incorrectly added.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-08092, related manufacturer reference number:2938836-2020-06938. It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right ventricle lead and right atrial lead exhibited oversensing that led to inappropriate automatic mode switch and was binned as a high ventricular rate. No intervention was performed. The patient was in stable condition.